Manufacturer narrative:
The tech found the account had installed the brake cam shaft incorrectly and the tires are worn. The tech reinstalled the brake cam shaft and replaced the brake caster wheels and the block top adapter screw to resolve the issue.

Event description:
The tech alleged the brakes are not holding in brake mode. No pt. Impact.